Event description:
According to the received information, surgeon performed an operation with inion otps mini hand plates using inion opts 2.0 mm screws on (B) (6) 2009. A cast was applied. The cast was removed on (B) (6) 2009. During a visit on (B) (6) 2009, it was noted that the fixation had failed, and a reoperation was done with metal implants on (B) (6) 2010. During reoperation, it was noticed that the biodegradable plate was bent and the screws were broken. The patient outcome is reported good.

Manufacturer narrative:
In this case the cast had been removed too early, i.e., only 3 weeks postoperatively (vs typical bone healing time of 6 weeks), and therefore, the root cause of this incident is improper use. Note that the instructions for use of inion otps mini states that the device is used in conjunction with appropriate immobilization: indications: these inion otps biodegradable fixation system implants are intended for use in fixation of non-comminuted diaphyseal fractures of the metacarpal, proximal phalangeal, middle phalangeal and osteotomies in the presence of appropriate immobilization. Contraindications: these inion otps biodegradable fixation system implants are not intended for use in and are contraindicated for: active or potential infection. Patient conditions including limited blood supply, insufficient quantity or quality of bone; and where patient cooperation cannot be guaranteed (e.g., alcoholism, drug abuse). Load bearing procedures.